Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the band would not deploy and shoot forward to the target region. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the handle assembly was returned while the ligator head was not returned with the device. It was also noted that the trip wire was partially rolled in the handle assembly and it was kinked at the proximal section. Additionally, the trip wire was secured in the handle slot. The crimp was present on the trip wire and the suture was intact. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted and with the handle assembly. The reported event of bands failure to deploy was not confirmed. The ligator head was not returned so an analysis could not be performed to determine if the component presented any damage that could have contributed to the reported event. Upon, analysis of the returned handle assembly, the trip wire was found kinked. This could occur due to handling and manipulation of the device during its use, securing the trip wire during the initial set up, and rotation of the handle during the band deployment. The returned handle assembly review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the band would not deploy and shoot forward to the target region. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on february 22, 2021. It was reported boston scientific corporation that there was no difficulty experienced upon setting up the device.